Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt electrode belt was severed. The pt was provided a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. As received, the electrode belt failed incoming functional testing. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn and caused the tes failure. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.